Manufacturer narrative:
H.6. Investigation: four samples received for investigation, upon observation blister packs are opened. The samples sent by the customer could not be assessed for the reported defect (difficulty in opening the package) since these are open, however, a defect analysis is performed on ten retention samples, having compliant results. There were no package tearing or fiber tear upon opening the package. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that the packaging seal on the syringe 20ml ll s/c 50 was "thin" and "acceptable to premature opening" before use. This occurred on 40 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: "the peel side of the package seems to be thin and acceptable to premature opening."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the packaging seal on the syringe 20ml ll s/c 50 was "thin" and "acceptable to premature opening" before use. This occurred on 40 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: "the peel side of the package seems to be thin and acceptable to premature opening."